Event description:
It was reported that the right atrial (ra) lead was attempted to be implanted, however, the sensing amplitudes were below the noted recommended amplitudes. It was noted that the patient was post open-heart surgery. Thus, the recommended atrial sensing amplitudes could not be obtained. The physician abandoned the implant of the lead as they could not find a site that would provide the recommended measurements. No adverse patient effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that the right atrial (ra) lead was attempted to be implanted, however, the sensing amplitudes were below the noted recommended amplitudes. It was noted that the patient was post open-heart surgery. Thus, the recommended atrial sensing amplitudes could not be obtained. The physician abandoned the implant of the lead as they could not find a site that would provide the recommended measurements. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.